Event description:
Physician treated l1-l3. The patient was in extreme pain post-op and fainted upon sitting up but was conscious. Patient's bp was also low, and physician decided to send patient to the hospital. The patient was diagnosed with a retroperitoneal hematoma. No surgery was needed.